Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention and returned devices. Retention and returned devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
A distributor returned the hcg one step pregnancy test device (urine) tests lot # hcg5020066 for investigation under another complaint. Upon follow-up the distributor reported that a customer in (B)(6) was having false negative issues on obviously pregnant women that were tested on the weekend before (B)(6) 2015 in a hospital in (B)(6). The physician forced the nurses to discard all the tests they had. The distributor could not provide the exact number of patient's or tests involved, any patient or testing details. There was no adverse patient sequela. There was no additional information provided.